Event description:
Nine newly identified fractures on top housing and underneath the wheel pump. The manufacturer was notified of a crack near the air sensors and defective door hinges that caused 3 safety events of over/underfeeding. In february, 2009, the manufacturer issued a field correction to recall and refurbish the defective pumps as well as identifying manufacturing corrections. This pump had not yet been returned for refurbishing as was infusing without difficulty until june, 2009.